Event description:
It was reported that the pt has only seven electrode channels inserted on the left side. The pt is bilaterally implanted. The pt's hearing has decreased on the left side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.